Manufacturer narrative:
Insulin pump was received with critical pump error alarm during testing. Unable to determine the root cause, problem isolated to motor force sensor. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had critical pump error alarm. The blood glucose level was 168 mg/dl at the time of incident. The insulin pump will not be returned for analysis.